Event description:
The customer reported the generation of erroneously high glucose (glu) and low calcium (cala) patient results and quality control (qc) issue on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective sample syringe. The fse replaced the sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).